Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the patient reported to the emergency room experiencing syncope with multiple shocks. Bystanders also reported that the patient was shocked, but device interrogation showed no episodes or shocks delivered that day. The device was at eos (end of service) with charge circuit timeout noted. The device showed that the last programmer session was about 15 months earlier, and the patient reported not seeing a cardiologist for several years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.